Manufacturer narrative:
This device is for treatment, not diagnosis. Added smoker.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unknown at this time which part(s) were explanted, it is reported by the patient that part 498.806s is believed to be removed on (B)(6) 2013. If the information is provided there will be a follow-up medwatch filed. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The patient is still experiencing pain and will discuss with his surgeon the possible full removal of hardware. This is report 5 of 8 for complaint (B)(4).

Event description:
The patient had a fall from a ladder and underwent an open reduction internal fixation (orif) for left intertrochanteric hip fracture, repaired on (B)(6) 2012. Patient had a reaction/rash after a few days. He received benadryl within the first four days of the procedure. On (B)(6) 2013, the hardware was partially removed due to patient pain at the skin surface. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis.